Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/11/2014 with the following findings: the data in the black box and history for the date of the complaint has bin over written due to continued use. No occlusion recorded in the black box. No occlusion during investigation. Force sensor calibration reading was within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the pump emitting multiple occlusion alarms even after replacing the infusion set. The reporter indicated that the tubing was disconnected and the pump reprimed without issue. The reporter stated that the site was changed as a precaution to make sure there were no issues with the infusion site or set; the reporter confirmed that there were no noted issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.